Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: after the surgery on (B)(6) 2026, "peeling of conductore wire's insulation" was observed, but this compliant was reported on april 10. This instrument (fenestrated bipolar, lot: k162505010373) will not be returned.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.